Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient had a gynecological procedure in order to treat stress urinary incontinence and cystocele and mesh was implanted. It was reported that the patient had a concurrent procedure of an ovary removal performed during mesh implantation. It was reported that following insertion the patient experienced chronic pelvic and vaginal area pain, worsened urinary incontinence, urinary tract infections, urgency, occasional urinary retention, extreme constipation, back pain, cramps in legs, abdominal pain, painful intercourse, vaginal discharge, vaginal odor and having to wear pads due to urinary leakage. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.